Manufacturer narrative:
No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the freestyle libre 2 sensor. Customer observed a "start new sensor" message upon scanning and was unable to obtain readings. The customer began shaking, trembling, and experienced seizure; however, she was able to self-treat (unspecified). No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer¿s product has been requested for investigation. A follow-up report will be filed once additional information is obtained. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the freestyle libre 2 sensor. Customer observed a "start new sensor" message upon scanning and was unable to obtain readings. The customer began shaking, trembling, and experienced seizure; however, she was able to self-treat (unspecified). No further information was provided. There was no report of death or permanent injury associated with this event.